Event description:
Patient has reported rupture, a lot of shape has been changed, pain, "they are broken and silicone is seen outside the implant", images and is very scared. X-ray has been performed. Further reported was "lumps" which have been deemed not related to the device. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported right side rupture, a lot of shape has been changed, pain, "they are broken and silicone is seen outside the implant", images and is very scared. X-ray has been performed. Further reported was "lumps" which have been deemed not related to the device. Healthcare professional additionally reported right side ¿2 bilateral axillary lymphadenopathies¿, ¿subglandular implants; the right is intact in all its contours and volumes¿, and ¿no nodules, calcifications, architectural distortions or areas of ultrasound restriction suggestive of malignancy were defined". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Patient has reported rupture, a lot of shape has been changed, pain, "they are broken and silicone is seen outside the implant", images and is very scared. X-ray has been performed. Further reported was "lumps" which have been deemed not related to the device. Healthcare professional additionally reported right side ¿2 bilateral axillary lymphadenopathies¿, ¿subglandular implants; the right is intact in all its contours and volumes¿, and ¿no nodules, calcifications, architectural distortions or areas of ultrasound restriction suggestive of malignancy were defined". Device has been explanted. This relates to the right side

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable observe rupture in the device visibility/palpability: unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure:unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Lymphadenophaty: unable to observe as it is a medical event that is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device.

Event description:
Healthcare professional additionally reported right side ¿2 bilateral axillary lymphadenopathies¿, ¿subgranular implants; the right is intact in all its contours and volumes¿, and ¿no nodules, calcifications, architectural distortions or areas of ultrasound restriction suggestive of malignancy were defined¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.